Event description:
The surgeon reported that the air pressure was poor after switching from fluid to air during a vitrectomy procedure. Another cassette was obtained and the surgery was completed. No pt harm was reported. Additional information is expected.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).